Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The consumer reported that the pump had not been dispensing correctly. The patient stated there was a volume discrepancies during the two previous refills in (B)(6) 2017 and (B)(6) 2017. The actual residual volume was 22 ml and the expected residual volume was 2.5 ml. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20mg/ml at 2mg/day and bupivacaine 0.8mg/ml at .08mg/day via an implantable pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. It was reported the pump had more medication than expected at refills. The patient had a refill in (B)(6) with over 20ml more in the reservoir than anticipated. The expected reservoir volume was 2.5ml and the actual reservoir volume was 23.5ml. The patient also had a refill in (B)(6) also with 20ml more than expected. The expected reservoir volume was 2.2ml and the actual reservoir volume was 28ml. The nurse consulted the healthcare provider about getting back the 28ml of medication instead of 2.2ml according to the programmer. The healthcare provider ordered the pump settings to be decreased from 5.996mg/day to 1.999mg/day, a 67% decrease. The physician had explained to the patient they were decreasing the pump due to it possibly working right after they reset it and it making the patient sick. The physician also stated that with getting 20ml back the patient was only getting 2 mg/day and wanted to order a rotor study. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. A rotor study was performed with no movement of the rotor. It was planned to schedule the patient for a revision. There were no patient¿s symptoms reported. The issue was not resolved at the time of the report and the patient¿s status was noted as alive, no injury. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). The pump was refilled on (B)(6) 2017. The expected residual volume was 2.2 ml while the actual residual volume was 28 ml. A (B)(6) study was done on (B)(6) 2017 and the rotors did not move after a 2 ml bolus. A catheter (B)(6) study was not performed. The physician believed the pump had malfunctioned, however the catheter was not examined and it was stated that the issue could possibly be due to an occlusion. The pump was to be replaced and the surgery was planned, but not scheduled.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial (B)(4), implanted: (B)(6) 2014, product type: catheter. The pump and partial catheter were returned to the manufacturer for analysis. Analysis of the pump on (B)(6) 2017 revealed no anomaly. As per the pump¿s log, the following drugs were being administered via a simple continuous dose rate as of (B)(6) 2017: morphine with concentration 20.0 mg/ml at a dose rate of 1.999 mg/day and bupivacaine with concentration 0.8 mg/ml at a dose rate of 0.07995 mg/day. Analysis of the catheter on (B)(6) 2017 revealed damage to the transition tube of the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that reported a motor stall was seen at initial interrogation. No other troubleshooting was performed and they are planning to replace the pump. It was not confirmed with the office if the logs showed a motor stall. Per this reporter the office was assuming the pump stalled because there was much more in the reservoir at a refill than expected. The reporter also stated they did not rule out a catheter occlusion, which also could result in the discrepancy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jun-20 from the hcp via the representative reported the pump was explanted due to unsuccessful rotor study on (B)(6) 2017 and would be returned for analysis. The pump was not replaced at that time, but would be replaced at a later date. There were no environmental/external/patient factors that might have led or contributed to the issue. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the pump was removed. No further complications were reported/anticipated.